Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. Please see the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator exhibited respiratory rate trend noise and oversensing of the right atrial channel, resulting in ra pacing inhibition. This was noted to be due to high out of range ra pace impedance measurements. The high out of range pace impedance measurements were noted to likely be due to a ra lead fracture. Technical services discussed options with the health care professional. The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. Please see the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator exhibited respiratory rate trend noise and oversensing of the right atrial channel, resulting in ra pacing inhibition. This was noted to be due to high out of range ra pace impedance measurements. The high out of range pace impedance measurements were noted to likely be due to a ra lead fracture. Technical services discussed options with the health care professional. The device remains in service. No adverse patient effects were reported.